Event description:
It was reported in american journal of neuroradiology that a coil loop protruded into parent artery lumen and this was managed by placing a stent to secure the loop in the vessel. No other information was provided.

Manufacturer narrative:
Event date exact date is unknown but all the patients with matrix coils implanted were treated between (b)6) 2006 and (B)(6) 2008. The device remains implanted so was not available for evaluation. From the information provided, there is no indication that there was any device misuse that contributed to the reported event. A review of the labeling found that it contained language regarding the reported event: "if undesirable movement of the matrix2 detachable coil can be seen under fluoroscopy following coil placement and prior to detachment, remove the coil and replace with another more appropriately sized matrix2 detachable coil. Movement of the matrix2 detachable coil may indicate the coil could migrate once it is detached. Angiographic controls should also be performed prior to detachment to ensure that the coil mass is not protruding into the parent vessel." Due to the limited information available it was not possible to determine the definitive cause of the coil protrusion. Therefore, the probable cause is operational context as it is likely that procedural factors encountered during the procedure caused the performance of the device to be limited. (B)(4).